Manufacturer narrative:
This device remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead exhibited loss of capture, and increasing thresholds. Pacing impedance are within normal range. The physician suspected a possible perforation, stating the patient was having pain in the back, but no longer has the pain. The patient admitted to hospital for a CT scan, and further evaluation. The device remains implanted. No adverse patient effects were reported. New information was received that this crtd device remains implanted, and the rv lead was surgically explanted due to perforation. Patient was discharge home, and will continue normal follow up appointments.